Manufacturer narrative:
(B)(4). Device discarded, not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, after the starclose se clip was deployed, hemostasis was not achieved. The patient kept bleeding. Hemostasis was achieved with manual arterial compression for 20 minutes. There was no reported adverse patient sequela. The patient is reportedly fine. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.